Event description:
It was reported that the device was unable to be interrogated. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.